Event description:
It was reported that the left ventricular (lv) lead had loss of capture. The patient was seen in the clinic and the lv lead was reprogrammed to a different pacing vector. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949-65, lead, implanted (B)(6) 2005. (B)(4).